Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm due to critical pump error alarm.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The blood glucose was 106 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The device will be returned for the analysis.